Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, it was noted that the ventricular lead fractured. The lead was capped and replaced. The patient was stable post procedure.